Event description:
Reportedly, on(B)(6) 2015, patient file that showed multiple warnings, episodes of ventricular noise artifact over sensing, and recommended replacement time (rrt). Review of the file showed statistics were last reset (B)(6) 2014. One 24j shock was delivered on (B)(6) 2015 with a corresponding overload message. The patient did not feel this shock. The shock episode had been over written in both episodes and therapy history. Also, the supra ventricular coil impedance trend shows greater than 3000 ohms for the past 6 months and a right ventricular (rv) lead impedance trend shows zero on (B)(6) 2015. The shock configuration was programmed rv to case. The last shock impedance greater than 150 ohms warning message is not correct. Actually the last shock impedance is listed as overload. Numerous ventricular tachycardia and fibrillation (fvt and vf) episodes are listed since (B)(6) 2014. The stored vf episodes are all short duration with what appears to be non-physiologic artifact over sensing. The battery status has reached rrt with a displayed battery voltage of 2.6 v and a magnet rate of 78min-1. The system (ICD and ICD lead) was explanted. The subject ICD will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2015, patient file that showed multiple warnings, episodes of ventricular noise artifact over sensing, and recommended replacement time (rrt). Review of the file showed statistics were last reset (B)(6) 2014. One 24j shock was delivered on (B)(6) 2015 with a corresponding overload message. The patient did not feel this shock. The shock episode had been over written in both episodes and therapy history. Also, the supra ventricular coil impedance trend shows greater than 3000 ohms for the past 6 months and a right ventricular (rv) lead impedance trend shows zero on (B)(6) 2015. The shock configuration was programmed rv to case. The last shock impedance greater than 150 ohms warning message is not correct. Actually the last shock impedance is listed as overload. Numerous ventricular tachycardia and fibrillation (fvt & vf) episodes are listed since (B)(6) 2014. The stored vf episodes are all short duration with what appears to be non-physiologic artifact over sensing. The battery status has reached rrt with a displayed battery voltage of 2.6 v and a magnet rate of 78min-1. The system (ICD and ICD lead) was explanted. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, on (B)(6) 2015, patient file that showed multiple warnings, episodes of ventricular noise artifact over sensing, and recommended replacement time (rrt). Review of the file showed statistics were last reset (B)(6) 2014. One 24j shock was delivered on (B)(6) 2015 with a corresponding overload message. The patient did not feel this shock. The shock episode had been over written in both episodes and therapy history. Also, the supra ventricular coil impedance trend shows greater than 3000 ohms for the past 6 months and a right ventricular (rv) lead impedance trend shows zero on (B)(6) 2015. The shock configuration was programmed rv to case. The last shock impedance greater than 150 ohms warning message is not correct. Actually the last shock impedance is listed as overload. Numerous ventricular tachycardia & fibrillation (fvt & vf) episodes are listed since (B)(6) 2014. The stored vf episodes are all short duration with what appears to be non-physiologic artifact over sensing. The battery status has reached rrt with a displayed battery voltage of 2.6 v and a magnet rate of 78min-1. The system (ICD and ICD lead) was explanted. The subject ICD will be returned for analysis.